Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter reading inaccurately high compared to her normal results of "160-190mg/dl". The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests twice a day and manages her diabetes with humalog insulin (sliding scale, based on her blood glucose result with the subject meter) and 15 units of lantus in the evening. The patient confirmed that the alleged inaccurate high issue began in (B)(6) 2010. On (B)(6) 2011 at 5pm, the patient clarified she obtained a result of "290mg/dl" with the subject meter. In response to the reported result, the patient stated she administered 11 units of humalog and subsequently, the patient developed a symptom of shaking two hours later. The patient clarified she administered self-treatment by consuming a couple of crackers and peanut butter soon after. The patient indicated she tested her blood glucose with the subject meter at an unknown time later and obtained a reading of "117mg/dl". The patient stated she went to the emergency room (ER) at an unknown time later that evening and obtained a result of "94mg/dl" with the ER's meter. The patient denied receiving any medical intervention during her ER visit. At the time of troubleshooting, the customer service representative (csr) verified the subject meter was set to the correct unit of measurement setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.